Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3998, lot# va0hxx1, implanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (b)(46) 2015, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported that when he would take cords out of electrical outlets, he felt shocking in his arm. The patient could not go near the circuit box in the basement because he would get a sensation up his arm that would hurt. The patient did some x-rays on (B)(6) 2015 and saw his healthcare provider (hcp) on (B)(6) 2015. The patient's relevant medical history includes reflex sympathetic dystrophy syndrome (rsd)/causalgia-complex regional pain syndrome (crps) and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.